Event description:
It was reported that the patient was in the hospital and her condition was -deteriorating- through out the night. A chest x-ray revealed that the lead had perforated the patient. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.